Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Devices remain implanted and were not returned for further evaluation. Potential contributing factors to the reported event include; off label use, patient anatomy, and calcium in aortic bifurcation and the left common iliac limb.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb extensions on (B)(6) 2015. Upon follow-up, computed tomography (CT) showed sac growth. A subsequent endovascular procedure identified a type 1b endoleak. The physician elected to implant a limb extension and coiling to seal the endoleak. The patient is stable.